Manufacturer narrative:
Per the surgeon, the patient underwent a revision surgery (date not reported) to debride the skinflap. Following the procedure, the patient was prescribed topical steroids. (B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral and topical antibiotics (date and duration not reported). (B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site and was subsequently treated with topical antibiotics (date and duration not reported). Revision surgery is planned; however, has yet to occur as of the date of this report.